Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Performed a beam alignment. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the beam alignment on the 9600 system was out of tolerance. There was no report of pt injury.